Event description:
Pt reported that she had a defective cassette so she had to change early. Pt did not use any from her emergency kit and didn't need any durable medical supplies for now. Pt denied consult. No further information available or dates are known or were reported. All known information is contained on this form. Any additional information will be provided on a separate report. No additional information, details or dates are available at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Unk; did we replace the cassette? Unk, did the pt have add'l cassettes they were able to switch to? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.